Manufacturer narrative:
Device sample not received by manufacturer in time for this report. DHR review revealed no issues related to the complaint. Root cause unknown.

Event description:
The event is reported as: alleged issue: during use when the surgeon wanted to apply the clip, it failed. He had to recover it from the patient. He used another applier - same lot # - no other issue. No patient injury reported.